Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, around 1 pm, he had suffered a hypoglycemic episode and lost consciousness. Patient's wife found him and called paramedics. Paramedics treated patient with glucose and transported him to the hospital. Patient reports that he was aware of the fact that his sensor session had failed prior to his hypoglycemic episode.